Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; systematic review and meta-analysis of endovascular abdominal aortic repair in large diameter infrarenal necks laczynski, and caputo, journal of vascular surgery, volume 74, issue 1 , p309-315.e2, july 01, 2021 https://doi.org/10.1016/j.jvs.2021.02.043 age: mean age. Sex: mean gender, exact date of implant unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent graft systems were implanted during the evar treatment of aaa on unknown dates. The following adverse events were reported: type ia and ib endoleaks, migration and a stent fracture. The cause of the adverse events are undetermined.